Event description:
It was reported that during a device change out due to normal eri, an increase in rv capture threshold and a decrease in sensing were observed. Oversensing was also noted on the rv channel. A diagnostic image of the lead revealed externalized conductors. An old abandoned lv lead was used for rv pace/sense. Defib portion remains active. Dft testing was successfully performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.